Event description:
The customer reported a case of unintentional modification of the dialysis prescription delivered to the pt when using the gambro clinical software.

Manufacturer narrative:
No pt injury reported. A retrospective complaint review determined that this event is related to a field action initiated in may 2006.